Event description:
It was reported the customer's insulin pump was dropped, pulling the needle out of the customer's body. The customer's blood glucose was 136 mg/dl. It was also reported the customer had a failed battery test alarm on their insulin pump. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.